Event description:
The outcome so far has not been satisfactory. Re-positioning or re-implantation is scheduled for (B)(6) 2026.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.